Manufacturer narrative:
An event regarding altr and pain involving an accolade stem was reported. Revision surgery for pain was confirmed following clinician review. Altr was not confirmed. Method & results: device evaluation and results: visual inspection: although the device was not returned an image of the device was made available. Some apparent biologic material is noted on the neck of the stem. The device is otherwise unremarkable. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms revision tha surgery for pain occurred, however, the root cause cannot of the pain be determined as insufficient information was available. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information such as surgical implant records from the surgeries. Dated pre and post op x-ray from the index and revision surgeries, post operative mris and reports from the index and revision surgeries, outpatient office/clinic notes, pathology reports and implant retrieval and material analysis are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Total hip was painful. A revision was performed and changed the femoral head and placed a new acetabular liner. Surgeon reported he believes possible cause contributor of pain was trunnionosis with a pseudotumor.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Total hip was painful. A revision was performed and changed the femoral head and placed a new acetabular liner. Surgeon reported he believes possible cause/contributor of pain was trunnionosis with a pseudotumor.